Event description:
The facility's materials manager reported pump channel 1 overinfused during clinical use. It was noted they had hung potassium chloride (kcl) as a secondary set-up a rate of 35ml/hr at 10:00. It was reported that the entire bag had infused by 11:00. The secondary bag was noted to have been hung higher than the primary bag. The primary bag was 1000ml of maintenance fluid but the infusion rate of the primary bag is not known. It was noted that when the kcl bag was noted to be empty, the primary bag appeared to be extra full. As result of the overinfusion, additional lab work was drawn, but it is not known if the pt actually did receive the kcl. No medical intervention was needed and no pt injury resulted. The tubing product code and lot number was not available and those samples were discarded by the facility.